Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that oversensing was noted and both leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be mirror image noise on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.